Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x15mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2015, the patient was hospitalized for unstable angina and medication was provided. The event resolved without sequela. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient was hospitalized again for unstable angina. Medication was provided. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. Per study physician, the events are unknown if related to the device. There was no additional information provided.